Event description:
This event was reported as vegetation on valve, endocarditis with septal abscess, fever and chills. Pt was treated with IV antibiotics for 1 week prior to reoperation on 12/7/1998. No further info was provided.